Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five plus (5+) units, of clearlink system, non-dehp solution sets experienced ¿air bubbles¿ forming in the line. This was further described as the tubing is primed in the pharmacy, set up as primary line in "baxter smart pump", they are running various medications at various rates and then will cause the pump to alarm air in the line. The customer did notice that one time there was lots of very tiny bubbles adhering to the sides of the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including clear passage and pressure testing; and the results were satisfactory. Additional priming was performed and no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.